Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant high inr results on coaguchek vantus meter serial number (B)(4) compared to an unknown method at the doctor's office. The customer tested on the meter with "very high readings over 4" inr. The customer thought these readings were not correct and went to the doctor's office on the same day where the result was 2.6 inr. There was no allegation that an adverse event occurred. The meter and test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.